Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change error messages occurred with a new cartridge during the loading process. Reportedly, the user was able to load the same cartridge after multiple attempts. The user's blood glucose level was not impacted.